Event description:
Pt's dialysis was not working properly. It was changed over a wire. The line found to have a hole in it. The 24cm schon xl double lumen catheter's (catalog number 10800703; lot number not reported) blue line of the catheter was leaking.